Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The electrodes were returned to zoll medical corporation and the customer's report was observed. The high voltage wire was observed to be detached consistent with the customer's report. Further investigation at the point of engagement showed evidence that the wire was crimped and the wire was stretched suggesting a force pulled it away from the connection. Review of the device history records showed that these pads passed the pull testing done during the manufacturing process prior to being released. Additionally, retained sample testing of the suspected lot number confirmed that there were no irregularities with this lot number (2416) that would have contributed to the wire being pulled away from the electrode. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during transport, a loose wire was observed protruding from the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.